Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - other chronic/intract pain (trunk/limbs). It was reported that the patient charged his implant this morning and then about a half out later the stimulation shut off. Patient sync'd with the patient programmer and it showed stim on, 10.00v. Patient called back and stated that the replacement recharger (insr) we sent did not work. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient. It was reported that the cause of the was age. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.